Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in-clinic on (B)(6) 2018. Review of transmissions from (B)(6) 2017 revealed noise on the right ventricular lead. The noise could not be reproduced via isometric or pocket manipulation. The patient would continue to be monitored.